Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot 22265 were returned and analyzed. The data files showed at least one application was performed with the balloon catheter. The data files also confirmed multiple occurrences of system notice 50022; indicating a mechanical component error, 50024; indicating that there was a problem with the refrigerant port, and 50013; indicating that the refrigerant level was too low to continue on the date of the event. Visual inspection of the balloon catheter showed that the catheter was intact without any issues. Smart chip verification showed that the catheter was used for eight applications on date of event. The balloon catheter failed the performance test due to a guide wire lumen kink during inflation. Further visual investigation showed the push button movement was restricted due to the presence of a flash defect. The dissection/pressure test showed a guide wire lumen kink and breach inside the balloon segment. The guide wire lumen kink and push button friction might have caused the guide wire lumen to buckle inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.